Event description:
It was reported that the physician's vns handheld computer was not holding a charge anymore. Physician has always kept it plugged in whenever he is not using it. Now when he uses it to interrogate unplugged, it goes through the interrogation half-way and then the screen goes black and the handheld turns off until it is plugged in again. However, if he uses it plugged in, it causes interference and has difficulty interrogating. The problem has been occurring for awhile and has gotten worse and worse. Troubleshooting was performed by a company rep and the problem persisted. Product has been requested, but has not been returned to date.